Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the customer reports that she was knee deep in a challenging case and forgot to specifically ask for the old stapler. It wasn't until she saw the new anvil poke through the rectum she realized it was a new one and it was too late. She was so careful to make sure the tissue didn't roll in, did it exactly as sales representative had instructed and again, one single staple in the exactly same position (anterior midline) looked funny and leaked exactly as the others have. She over-sewed, diverted and disclosed the malfunction to the patient and family. If she had resected more tissue, patient would have needed an ileostomy anyway as the anastomosis was at about 8 cm and any lower would have required a diverting loop even in the absence of a leak. Surgeon reports that the patient was hospitalized three additional days. No extra tissue was removed. Extra time in operating room was about 1 hour.